Manufacturer narrative:
(B)(4).

Event description:
It was reported that the initial device was implanted in an area the pt could not reach. The pt stated it was implanted "below the clavicle" although it appeared to be implanted in the back below the scapula. The device was moved to the right buttock area. Following the pocket revision, the pt reported an infection. The pt had also lost 35 pounds in 3 weeks and the device stuck out a quarter inch in the buttock area. Add'l info has been requested a f/u report will be submitted if add'l info becomes available.